Manufacturer narrative:
One tracheostomy tube was received for evaluation in relation to the reported event. Sample was received without its original packaging and with their certificate of safe handling. Air cuff symmetry test was performed which found that the cuff inflated symmetrically and the device passed inflation symmetry specifications. The reported event was unable to be confirmed or replicated. Root cause of the reported event was unable to be determined as the reported event was unable to be confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that an asymmetric cuff was observed with the tracheostomy tube along with water being present. Issue occurred while in use with patient. Patient had respiratory difficulties. Airway was maintained by changing the tracheostomy which resolved the issue.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).